Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
This complaint is from a literature source. As reported in the literature publication entitled: ¿comparative analysis of sterile freeze-dried versus sterile pre- hydration acellular dermal matrix in implant-based breast reconstruction¿. 5 patients who underwent immediate implant-based breast reconstruction with mentor implants using latissimus dorsi muscle flap and pre-hydrated type adm has experienced nipple-areolar necrosis. The type of the device involved is unknown. The common device name and procode values are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.